Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the lancet device showed signs of melting. The customer believes the melting took place because of the actual contact of the plastic from the lancet device and the material from the mesh lining of the carrying case. No adverse event reported. The lancet device lot number was not provided. The lancet device was discarded; therefore, no product could be requested to be returned for product evaluation.